Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath was unable to be inserted into the vessel. The doctor tried to apply further adequate force to insert the angio-seal sheath. However, the angio-seal sheath kinked at the tip. The angio-seal was removed, and the doctor switched to manual compression. The patient was reported to be in stable condition. Additional information was received on 07 feb 2022: the procedure performed was a percutaneous coronary intervention (pci) using a 6 fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.